Event description:
It was reported that the patient with this pacemaker was having a radiofrequency (rf) ablation on their neck. During the procedure, right ventricular (rv) noise, oversensing, and pacing inhibition with asystole were observed. Boston scientific technical services (ts) discussed that the rf ablation could have temporary interference with the device and that a magnet should be applied during the procedure. No adverse patient effects were reported. The device remains in service.